Event description:
On the 21st of april 2022, the (B)(6) customer reported patchy staining with pd-l1. The customer stated that patchy staining has been observed for a while; this issue affected the control cell lines. Also, there have been occasions when the slides have not been counterstained with heamatoxylin. Not all tests in the run were affected and the customer has been able to repeat all tests when required. The investigation was carried out during 12 month preventive maintenance; a small leak was found in the syringe. The part was replaced as part of the preventive maintenance. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.